Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button cover was missing and non-functional. The cause for the failure was a damaged response button. The root cause for the damaged response button was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.